Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed high impedance values on the patient's lead contacts. Reprogramming was unable to resolve the issue. As such, the patient may undergo surgical intervention on the lead to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was achieved post-operative.